Event description:
It was reported that the surgeon had explanted tecnis symphony toric intraocular lens (iol) of 21 diopter. Reportedly, three piece spherical monofocal iol with model za9003 and 21.0 diopter was used as a replacement lens for the patient. Lens is not being returned. No further information is available.

Manufacturer narrative:
Section a2, a4 and a5: unknown/ asked but not available. Section b3: date of event: unknown, not provided, but the best estimate date is during 2023 before (B)(6) 2023. Section d6a: if implanted, give date: unknown, information not provided. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.